Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx one year post procedure, the pt returned with an infection and vaginal dehiscence of the sling material. The sling was repositioned and the suture was removed. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure. Loss of suture support may produce dehisence at the implant wound site. Loss of fixation and/or visualization of implanted graft materials."